Event description:
Boston scientific received information that an alert was detected from the patient's remote monitoring system, indicating that the cardiac resynchronization therapy defibrillator's (crt-d) ability in delivering a shock therapy was deactivated and was changed to a monitor mode only. Additional information as received from the representative who confirmed that the crt-d was intentionally set to off but the reason for the deactivation was still unidentified. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.